Manufacturer narrative:
Investigation summary: this complaint is for high mic results for ceftazidime/avibactam (cza) and carbapenems when using panel phoenix nmic-306 (catalog number 449292) batch number 5254642. The customer returned an isolate and phoenix generated lab reports with mic results for escherichia coli for the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was reviewed, and no current trends were identified associated with this defect. Historical trending was reviewed and there were no trends for high mic results for panel sku 449292. To investigate, retention panels from the complaint batch were inoculated with customer returned isolate e. Coli (B)(6) to observe for cza, ertapenem and meropenem mic results. Next, control panels from the same material but different batch were inoculated with customer returned isolate e. Coli (B)(6) to observe for cza, ertapenem and meropenem mic results. The investigation returned all panels with susceptible cza and meropenem mic and sir results for their inoculated isolates, and intermediate ertapenem mic and sir results. Bd does not confirm on an intermediate (I) result, as it is one dilution off from sensitive (s) or resistant (r). Therefore, this complaint is unable to be confirmed. As no complaint trend has been identified, no actions are indicated at this time per bd procedures. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient blood isolate (escherichia coli) had a resistant result for the drugs ceftazidime/avibactam and ertapenem while the drug meropenem was sensitive. Conversely, the user noted that the e-test results were sensitive for ceftazidime/avibactam and ertapenem during repeat testing. A reference laboratory was used giving sensitive results and the carba-r pcr result showing all carbapenemases "not detected.". The user stated, "the patient was treated with unnecessary broad-spectrum antibiotics (cefiderocol and eravacycline) due to false resistant ceftazidime and avibactam result reported.".

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, 031530, k031699, k031912, k032299, k032567, k032655, k032675, k033362, k033458, k033558, k033560, k041384, k042932, k052269, k060214, 060217, k060257, k060444, k060447, k061327, k061355, k061867, k062207, k062944, k063301, and k06348. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient blood isolate (escherichia coli) had a resistant result for the drugs ceftazidime/avibactam and ertapenem while the drug meropenem was sensitive. Conversely, the user noted that the e-test results were sensitive for ceftazidime/avibactam and ertapenem during repeat testing. A reference laboratory was used giving sensitive results and the carba-r pcr result showing all carbapenemases "not detected." The user stated, "the patient was treated with unnecessary broad-spectrum antibiotics (cefiderocol and eravacycline) due to false resistant ceftazidime and avibactam result reported."